Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence but it alarmed again during the call. The motor error alarm was cleared and the customer received a no power alarm and it turned off. The customer also mentioned receiving a no delivery alarm the day before which was resolved by a set change. Blood glucose value was 20 mmol/l. The insulin pump would be replaced and returned for analysis.